Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external inspection was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed pneumatic system testing associated with rite functional testing. During pneumatic system testing, there was significant leakage noted from the positive t tank. The door assembly was isolated and the positive t tank stabilized. The door piston was inspected, and the membrane gasket was found to be damaged. The membrane gasket was reseated, and the positive t tank was found to be stable. Functional testing was performed and completed and no errors occurred; however, the damaged membrane gasket would not allow the positive t tank to maintain pressure. The cause of the reported issue was due to the damaged membrane gasket. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.